Manufacturer narrative:
Findings: unit was received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads and missing the black o ring/seal from inside reservoir tube.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 127 mg/dl at the time of the incident. Customer states this morning when they went to put a new reservoir in the pump the top of the reservoir compartment broke off. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.